Manufacturer narrative:
Additional narrative: patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion procedure on (B)(6) 2018, the doctor was inserting a tpal cage. After insertion, the scrub technician noticed that the tip of the t-pal spacer applicator inner shaft had broken off. A second inserter was used to complete the surgery. There was no surgical delay, no additional x-rays were taken and the patient outcome was noted as stable. Concomitant device reported: t-pal spacer applicator handle (part# 03.812.001, lot# 9621022, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.812.003, lot no.: 3416685 , manufacturing location: (B)(4), release to warehouse date: (B)(6) 2010: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The t-pal spacer applicator inner shaft was received with the proximal ball tip coupling broken off. The break is located at the base of ball tip where it meets the tapered shaft. The ball tip was received. The fracture sites were examined and no material voids or irregularities were identified. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The received failure mode is consistent with applied force while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.